Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the creation of the gastric sleeve in a laparoscopic duodenal switch, when the stapler is firing thorough the crotch of the previous reload the handle recognizes it as too thick tissue and stops with the warning sign. However because there is very little tissue and was just a tissue reinforcement system(trs) and staples, no amount of compression time will allow the stapler to continue firing. The device has been jammed on three devices. To resolve the issue, a new reload was used and the firing direction was repositioned to avoid the buildup of trs that had been created. There was no patient injury.